Event description:
It was reported that the patient underwent left shoulder revision due to disassociation of the glenosphere from the baseplate. No additional patient consequences were reported.

Manufacturer narrative:
(B)(4). D10: cat: 115395 lot: 66350731 comp rvs cntrl 6.5x25mm st/rst. Cat: 110031418 lot: 66064982 cr prolong 36mm brng std. Cat: 115310 lot: j7633527 comp rvrs shldr glnsp std 36mm. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of radiographs. Visual examination of the returned products identified a taper adaptor and screw were returned. There is some damage on the taper device; scuffs and scratches noticed on the morse taper and on the underside of the adaptor face, consistent with signs of implantation. Glenosphere remains attached. Associated bearing and humeral tray were also returned attached. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: single view of the left shoulder demonstrates a reverse total shoulder arthroplasty with separation of the glenosphere from the baseplate. No dislocation. No fracture. No anatomical or other implant failures that would lead to a revision identified. Devices are used for treatment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.